Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, prime, excessive no delivery and occlusion tests. However, the insulin pump was received with broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near the display window corners and cracked display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter experienced high blood glucose. The customer's mother reported that the insulin took a long time to come out. The customer's mother also reported that changing the infusion set did not resolve the issue. The customer's blood glucose was 550 mg/dl at the time of incident. The customer's mother declined to troubleshoot. The insulin pump will be returned for analysis.